Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2009; anterior repair of large paravaginal defect and cystocele posterior repair and enterocele repair with implant mesh, urethropexy and cystoscopy, and (B)(6) 2010; revision of mesh and axis-tutoplast processed dermis, were respectively implanted into the patient. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on 03/05/2010 and a mesh was implanted due to sui, cystocele, rectocele and enterocele . It was reported that the patient underwent repair of anterior vaginal wall on (B)(6) 2010 due to vaginal wall dehiscence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.